Event description:
As reported, during a port placement procedure, the sheath portion of the sheath/dilator unit broke and hemostats had to be used to remove the sheath from the pt. The sheath was successfully removed and the pt's condition was not adversely affected. The used device was discarded at the hospital.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the most recent navilyst medical complaint report did not indicate any adverse trends for the product family of pasv port and the failure mode of "sheath tear issues." A supplier corrective action request was sent to navilyst medical's sheath supplier, greatbatch medical. Their DHR search revealed no quality related issues or manufacturing deficiencies at the time of manufacture for the reported sheath lot. Without receiving a sample for evaluation, the exact root cause of the device failure is unable to be determined. Navilyst medical incoming inspection process controls in place to detect potential sheath/dilator failures include visual inspection for detection of kinked tubing, irregular tubing taper, and hub damge or defects, verification that the peelable sheath is intact without damage or defects, and verification that the sheath properly breaks at the hub and separates into two complete pieces when the wings are pulled apart. (B)(4).